Event description:
During transvenous coil embolization of a dural arteriovenous fistula at the patient¿s transverse sinuses, while inserting the orbit galaxy (640cf0515/16058539) coil into the excelsior 1018 microcatheter, the physician experienced severe resistance. He nevertheless continued the insertion, but the coil eventually got stuck at the distal end of the microcatheter. The physician removed the coil from the patient; however, the coil was detached during the extraction, and remained inside the microcatheter. The microcatheter was changed to a new one (type unknown) and other orbit galaxy coils (lot unknown) were used. The physician reported that, while those coils were successfully positioned, he still experienced severe resistance while inserting those coils. Cashmere coils (lot unknown) were also used, and were successfully positioned without any complication. The procedure was completed without any further issues, but due to the complication it was delayed for 10 minutes. There was also no patient injury/complications reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and a constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the product by visual inspection. Also no damages were reported on the devices after the event. It is unknown if the microcatheter was re-shaped or not. The detached coil has already been disposed together with the microcatheter, and only the delivery system will be returned for the evaluation. No additional information is available.

Manufacturer narrative:
Complaint conclusion: during transvenous coil embolization of a dural arteriovenous fistula at the patient¿s transverse sinuses, while inserting the orbit galaxy (640cf0515/16058539) coil into the excelsior 1018 microcatheter, the physician experienced severe resistance. He nevertheless continued the insertion, but the coil eventually got stuck at the distal end of the microcatheter. The physician removed the coil from the patient; however, the coil was detached during the extraction, and remained inside the microcatheter. The microcatheter was changed to a new one (type unknown) and other orbit galaxy coils (lot unknown) were used. The physician reported that, while those coils were successfully positioned, he still experienced severe resistance while inserting those coils. Cashmere coils (lot unknown) were also used, and were successfully positioned without any complication. The procedure was completed without any further issues, but due to the complication it was delayed for 10 minutes. There was also no patient injury/complications reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and a constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the product by visual inspection. Also no damages were reported on the devices after the event. It is unknown if the microcatheter was re-shaped or not. The detached coil has already been disposed together with the microcatheter, and only the delivery system could be returned for evaluation. No additional information was available. (B)(4): a non-sterile orbit galaxy tight distal loop complex fill coil 5 x 15 was received inside of a plastic bag in its original box. The hypotube was inspected and it was found kinked. The introducer was received un-zipped and it was found without damage. The support coil and gripper were received outside of introducer. The support coil was inspected and it was found kinked, the gripper was inspected and was found damaged while the embolic coil was not returned. The support coil and gripper were inspected under microscope; the support coil was found kinked and the gripper was found in wave condition at the middle section. No obstructions or damages were noted on the purge hole. And gripper marks showing the embolic coil was attached to the gripper can be observed. The od from the delivery tube was measured and was found within specification. Functional test could not be performed due to the support coil kinked and the embolic coil was not returned for analysis. The review of lot revealed no issues that were considered potentially related to the reported complaint. The failure of coil impeded in the microcatheter and coil premature detachment could not be evaluated since the support coil was kinked and the coil was not returned for evaluation. The event experienced by the costumer and the damages found on the device could not be conclusively determined; however, the distal interference from the microcatheter (not returned for analysis) or handling factors may have contributed to the event. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process, and inspections are in place that prevents these types of failures from leaving from the manufacturing facility; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The device has been returned for analysis; however, the analysis has not yet been completed. Review of DHR for lot 16058539 concluded no issues were noted that were considered potentially related to the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test, embolic coil detachment pressure test (cdp) and embolic head piece attachment strength pull test (has). Additional information will be submitted within 30 days of receipt.